Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was not working anymore. They went swimming with the insulin pump and noticed too late that there was a crack at the back of it. There was water damage to the insulin pump. The customer¿s blood glucose level was 10 mmol/l. The device will be returned for analysis.

Manufacturer narrative:
Findings: unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unit also received with minor scratched lcd window, keypad overlay texture damage, faded serial number label, cracked case near belt clip rails corners, cracked case and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.